Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a differences between sensor glucose and blood glucose readings. Customer stated that the sensor glucose reading was at 60 when her blood glucose level was at 161 mg/dl. Customer had another sensor glucose reading of 50 and a blood glucose reading of 128 mg/dl. Customer was having multiple alarm issue. Differences between sensor glucose and blood glucose readings were not within an acceptable range. Customer also had a calibration error alert. Customer questioned why the alarm was triggered since her blood glucose level was above the suspend threshold limit. No further assistance required.